Manufacturer narrative:
This report is submitted on january 03, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin flap breakdown at implant site which resulted in an abscess. The patient is being clinically managed.